Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
As of today, there is no additional information available. To date, this investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Subsequent information indicated that the device was explanted. A request for the return of the device has been made.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of elective replacement indicator (eri) after experiencing two consecutive charge times out side of the extended charge time limit for this device. The device is to be replaced. No additional adverse patient effects were reported. The device currently remains in service.